Event description:
A 10 mm endoclip applier that is commonly used in laparoscopic cholecystectomy procedures was fired once, and then "locked up, and would not reload." Product was reported as "broken" and wasted in the patient chart, and a new clip applier was opened to the field.